Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain and spinal cord stimulator (scs) has not worked well. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned due to facility policy.